Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11987. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman® laa closure device & delivery system (wds) was advanced into the watchman® access system (was). There was a kink noticed in the was while advancing the wds and the entire system moved forward distally causing a perforation. This led to a pericardial effusion. The closure device was not implanted at this point. The patient had a stable blood pressure throughout the procedure and was transferred to surgery to treat the pericardial effusion. While in surgery, the laa was ligated. The patient is currently stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) along with a watchman delivery system (wds). The wds was inside the was as received, with the hub of the wds 12mm from the was valve. Blood was on the device as received. The wds was removed from the was during analysis. The hub, valve, shaft, and tip were examined. There were kinks 0.3cm and 4.3cm from the tip. The tip was damaged with shaft material at the tip folded into the tip. The shaft was damaged (scratched) 0.3cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported patient complication. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kinks, tip damage, and shaft damage were attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11987. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman® laa closure device & delivery system (wds) was advanced into the watchman® access system (was). There was a kink noticed in the was while advancing the wds and the entire system moved forward distally causing a perforation. This led to a pericardial effusion. The closure device was not implanted at this point. The patient had a stable blood pressure throughout the procedure and was transferred to surgery to treat the pericardial effusion. While in surgery, the laa was ligated. The patient is currently stable.